Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and the cartridge came halfway out of the jaws. The device was reloaded and fired fine. There was no impact to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.